Manufacturer narrative:
(B)(4). D10: unknown liner, unknown #item, unknown #lot. Unknown head, unknown #item, unknown #lot. Unknown stem, unknown #item, unknown #lot. G2: foreign source: germany . The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent a hip revision 4 years post-implantation due to unknown reasons. Attempts have been made and all available information has been provided.

Event description:
No additional information.

Manufacturer narrative:
Follow up report. (B)(4). Updated:b4, b5, d2,g1,g2,g3,g6,h1,h2,h6. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number a review of the complaint history could not be performed due to missing reference and lot numbers. Based on the available information, the reported event cannot be confirmed and a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.